Manufacturer narrative:
Findings: unit passed displacement test and self-test. Unit was monitored for 4 hours and no unexpected a pic communication error alarm or off no power anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer stated that this morning he was running high so he suspended his pump for about 12 hours. The customer reported via phone call that the insulin pump alarm pic communication error. Customer stated alarm did not occur during rewind/prime sequence. The customer was advised that pump will be replaced due to unable to get out of rewind loop.